Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers, reader serial numbers or cartridge serial numbers were not provided.

Event description:
Customer reported receiving three discrepant results on 03-jan-2024 when testing with the cue covid-19 test for home and over the counter (otc) use on two different cue readers (cartridge sns, lot numbers and reader sns not provided). Customer states one cue reader provided three positive results and the other cue reader provided three negative results. Customer did not specify which result they believe to be accurate. Although requested, customer did not respond to technical supports three attempts to obtain further information regarding these discrepant results.